Event description:
It was reported that a revision surgery was performed to remove two pedicle screws that were fractured at their necks located bilaterally at s1, after the patient presented with continued back pain post-operatively. During the revision, the s1 screw shafts were unable to be removed and were left intact in the sacrum. The tulip heads, rods, and closure tops were successfully removed. The surgeon elected to add bmp instead of adding a new construct since there was fusion present at the l4/5 level and the l5/s1 level seemed pretty stable. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00169.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned, so device evaluation could not be completed. X-rays were provided which show the screw fractures. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to an unknown patient or operational or traumatic factors. DHR review: the DHR review was unable to be reviewed since the lot number is unknown. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove two pedicle screws that were fractured at their necks located bilaterally at s1, after the patient presented with continued back pain post-operatively. During the revision, the s1 screw shafts were unable to be removed and were left intact in the sacrum. The tulip heads, rods, and closure tops were successfully removed. The surgeon elected to add bmp instead of adding a new construct since there was fusion present at the l4/5 level and the l5/s1 level seemed pretty stable. This is report one of two for this event.